Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. The suspected contour next test strips and contour next control solution were not returned. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 0bv2g60, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests in the meter's memory.

Manufacturer narrative:
As per the contour next control solution user guide, "squeeze a small drop of solution onto a clean, nonabsorbent surface." The customer did not follow this instruction. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that he ran control tests with the contour next ez meter and obtained readings of 212 mg/dl and 203 mg/dl. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. During the call, the customer ran three additional control tests, which were properly marked as control tests in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.